Event description:
Advocate stated her husband received a blood glucose reading of 32mg/dl on the contour. He was conscious but not responsive. He was combative. He was given 3 glucose tablets and some frosting. About 30minutes later he started feeling better. Advocate was advised to return the test strips for evaluation. New meter and strps were sent to the customer.